Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic external driveline damage was not able to be confirmed through this investigation as no images were provided by the account and no product was returned for evaluation. An elevation in pump power was confirmed via the submitted log file data. The submitted log file contained data spanning from (B)(6) 2021 at 12:28:32 to (B)(6) 2021 at 17:55:59, per the timestamp. Throughout the log file the device operated above the low speed limit, and no notable ventricular assist device related alarms were captured. An elevation in pump power of 8.0w was captured on (B)(6) 2021 at 17:30:56. A specific cause for the change in pump parameters cannot be conclusively determined. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information was requested from the account; however, none has been reported at this time. The heartmate ii left ventricular assist system instructions for use explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. Review of the relevant sections of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6)2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with high flows and high powers. The patient also had continuous alarms when on ac power with a regular cable. There were no alarms on battery power or on an ungrounded cable. Lvad interrogation did not show any pump stops or speed changes. There was a nick in the outer covering of the distal driveline at the metal connection between the controller and the driveline. The alarms occurred positionally as the driveline moved. The log file captured odd power cable disconnects on (B)(6) 2021. The log file also showed that power and flow were trending upward on (B)(6) 2021.